Event description:
Litigation alleges that subsequent to the asr hip implant, patient began and continues to experience pain and popping in her left hip and groin, elevated chrome/cobalt levels and related adverse symptoms such as blurred vision and intermittent ringing in her ears, and emotional distress.

Event description:
Litigation alleges that subsequent to the asr hip implant, patient began and continues to experience pain and popping in her left hip and groin, elevated chrome/cobalt levels and related adverse symptoms such as blurred vision and intermittent ringing in her ears, and emotional distress. **update** (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.